Event description:
Drive received a report that the end user of a transport chair was injured when the device [?]s side frame weld broke above footrest hangers the end-user "hit her face on the wall and sustained bruises under her eye and then fell and hit back of head on the floor." The reporter stated that the end user did not seek medical attention but self-medicated with tylenol for the soreness. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update as soon as additional information becomes available.